Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2014 with the following findings: the pump powered with the returned battery cap. The battery cap was able to fully tighten to the pump; however, the battery cap threads were damaged. There was a battery compartment crack observed below the grip pad. There was evidence of short battery life observed in the pump's black box. The pump's current draws were within specifications. There was evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.